Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that once a month for the past year the pump stopped working for the patient, most recently on (B)(6) 2014. The patient had withdrawal and an increase in pain. The logs appeared normal. No stalls or indications that the pump had stopped were seen. It was unknown if there had been any historical volume discrepancies, but at the last refill on (B)(6) 2014 the expected volume was 16.9 milliliters (ml) and the actual volume was 16 ml. It was noted the patient symptoms did not correlate with the refill cycle. The system was being used to deliver fentanyl and had previously been used to deliver dilaudid and morphine.